Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received lost sensor alarms and also reported of having high blood glucose of 554 mg/dl. Customer reported of being on vacation and was exposed to many wireless things. Customer was advised that this could cause loss sensor. Customer reported of treating blood glucose off of sensor. Customer was advised against treating blood glucose off of sensor reading. Customer declined troubleshooting for high blood glucose due to it not being an appropriate time.